Manufacturer narrative:
Comp rep evaluated the unit. Corrections included reloading the system's software and backing up the emergency disk.

Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.